Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The patient is a male who speaks little english. His pump reportedly stopped working. The patient was aware the pump was non-functional but chose not to tell his family. Approx. 9 hours after the device ceased operating, the patient became symptomatic for hyperglycemia and was hospitalized.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.